Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: during investigation, the keypad was found to be peeling up at the base. All the buttons were responsive during the investigation. The keypad was removed to inspect under the contacts. There was contamination found under the contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that all the keypad buttons were under-responsive. Reportedly, the keypad cover was torn/punctured and missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.